Event description:
It was reported by the surgeon that the pt underwent a primary procedure to implant a minimally invasive growing prosthesis on (B)(6) 2005 and subsequently was revised on (B)(6) 2012 due to a fracture of the prosthesis near the proximal end.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new smiles fixed hinge. The fractured custom mig distal femur was in-situ for 7 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a minimally invasive growing prosthesis on (B)(6) 2005 and subsequently was revised on (B)(6) 2012 due to a fracture of the prosthesis near the proximal end. This is a supplemental report to 3004105610-2014-00121 (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Review of the supplied x-rays suggests that the stem was originally designed for the pt as a (B)(6) year old is no longer suitable following her growth. It is possible, that due to the pt's growth that the stem has undergone overloading, which may have resulted in the reported fracture. It is not possible to confirm this with the current available info. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this customer implant is similar to mets modular distal femoral implant (k120992).